Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a 35 volt supply failure. No patient involvement reported.

Manufacturer narrative:
The customer reported that they have ordered and will replaced the "other" pcb's a necessary. No further detail provided by the customer. The customer requested the case be closed.

Manufacturer narrative:
Root cause: the open r25 on the mc pcba created the 111b error code.